Manufacturer narrative:
The suspect sample was returned for product evaluation. Following inspection by smiths medical's research and development department, it was found that the returned sample was not manufactured by smiths medical. Therefore, smiths medical did not perform a product evaluation.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Reported via medwatch (B)(4): during transport the ambu bag was connected to the filter of the expiration port and not the inhalation port. This was discovered upon arrival in critical care by the respiratory therapist. Patient remained unresponsive and ventilated. Patient arrived in critical care and placed on a cardiac monitor which displayed pea. CPR was initiated. Resuscitation efforts successful. Patient is on a ventilator with probably anoxic encephalopathy.